Event description:
The following information was reported on (B)(6) 2015: the physician reported having a patient who received a mynx post-peripheral angiogram and developed "some" bleeding from the procedural site after an unspecified amount of time. It was indicated that the bleeding began "some" time after the patient was transported to recovery. The physician reported that the patient was not lying still as ordered. The following day, the patient was noted to have a "small" (actual size not reported) pseudoaneurysm that was found via ultrasound. The pseudoaneurysm was treated with thrombin injection. The patient's hospitalization was not mynx related. Physician's opinion: the combination of the mynx and the patient not lying completely still post-procedure led to the pseudoaneurysm formation.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported the physician believes that the pseudoaneurysm was due to a combination of the mynx and the patient not lying completely still post-procedure. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.